Event description:
The hospital staff attempted to use the device for temporary external pacing in preparation for placing a transvenous pacemaker. The pt was diagnosed as bradycardic. While using the external pacer; the device was reported to intermittently display a pacing leads off alarm and pacing current would drop to 0ma. This occurred each time pacing current was increased and the pt became agitated and reacted with significant physical movement. An internal pacemaker was successfully implanted. There were no adverse affects to the pt reported as a result of the alleged malfunction.